Manufacturer narrative:
Investigation: visual inspection revealed that the lower half of the cold jaw boot silicone was detached and was received separately in one piece. Due to the condition of the silicone piece returned, it could not be determined whether additional pieces were missing. The jaws were burnt. There was significant evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot peeled" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro jaw boot peeled and fell into the pt's leg. This was noticed during branch ligation as a harvester found the jaws were sticky. When he took the device out of the leg, he realized a portion was missing. A replacement unit was used to retrieve some pieces through the original incision and complete the rest of branch ligation. The harvester believes that a piece of the jaw boot may still be in the leg. The hospital did not report any pt effects. The product was returned.